Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump was malfunctioning due to an inaccurate delivery issue. There was no additional information available for this complaint. Attempts have been made to contact the reporter for more information with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump history showed the last basal delivery was on (B)(6) 2013 and the last bolus was on (B)(6) 2013. No alarms related to the complaint were noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the total daily dose showing the pump was delivering accurately until the last date used. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately within required specifications. No alarms occurred during testing. The issue of inaccurate delivery was not able to be duplicated during investigation. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored, however, the screen was able to be safely read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.